Event description:
It was reported that the connector came out of the head of the iliac screw 22 months post-op. X-rays taken on (B) (6) 2009, revealed the iliac screw on the right side of the construct had disassembled. No patient complications were reported. No revision surgery has been reported.

Manufacturer narrative:
(B) (4): the product was not returned for evaluation. X-rays confirmed the connector on the right pull out of the sacral screw and loosened.